Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue was confirmed and found to be caused by failure of a circuit board (cr board - pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the display screen of the subject device blacked out when the device was turned on. The reported issue occurred while preparing the subject device for use, prior to a therapeutic laparoscopy. There was no delay in the procedure. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the said investigation, the reported issue was confirmed. The front panel blacked out at start up and was resolved after the main board was replaced. Therefore, it was determined that the reported phenomenon, ¿front panel blacked out at start up¿, occurred because the video function did not work properly due to a faulty main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.